Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) identified the battery in the device to have high resistance related to a known manufacturing anomaly. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen via an implanted pump. The indication for pump use was dystonia, movement disorders, and intractable spasticity. On (B)(6) 2017 the patient¿s pump was replaced because it kept defaulting back to minimum rate at its end of life and the staff was unable to change it back to the original settings. The pump logs with an examined at date of (B)(6) 2017 indicated eri (elective replacement indicator) occurred on (B)(6) 2017 at 16:05. An hour later at 17:05 the logs note ¿reset-occurred, reset occurred ¿ low battery, and pump in safe state¿ messages. Then one minute later at 17:06 the logs show ¿reset occurred and reset occurred ¿ low battery¿ messages. Per the telemetry strip, the pump was delivering gablofen (500 mcg/ml at 2.99 mcg/day). No patient symptoms were reported. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics and/or troubleshooting had been performed. The issue was resolved. The patient status was reported ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.